Event description:
The customer reported a blood leak that occurred at the return pressure dome. The customer stated a return pressure alarm had occurred early in the treatment, and the nurse had disconnected the patient's access in order to address this alarm. The nurse then reconnected the patient's access, and the blood leak occurred at the return pressure dome membrane. The patient was reported to be in stable condition. The customer stated the blood may have contacted both the collect and return pressure sensors. The customer stated that he would have their cellex-trained biomedical engineer evaluate the instrument, thus no service order was generated. The customer agreed to return the leaking section of the kit.

Manufacturer narrative:
A batch record review of lot c335 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint categories, pressure dome membrane leak and alarm #17: return pressure. No trend was detected for the complaint categories, pressure dome membrane leak and alarm #17: return pressure. CAPA (B)(4) were initiated for complaint category, pressure dome membrane leak. This assessment is based on information available at the time of the investigation. Analysis of the returned leaking section of the kit is in progress. A supplemental report will be filed when this analysis is complete.